Event description:
While injecting marcaine/kenalog into right shoulder, the needle broke off at the base. X-ray was taken and needle was surgically removed.

Manufacturer narrative:
Customer returned (1) 27g precisionglide which had broken off cannula. The needle hub was visually as well as microscopically examined and was found to exhibit a broken off cannula. The cannula lumen observed to exhibit tubing ovality (deformation from the normally circular cross-section) and slight evidence of cracked epoxy. Additional removal of some of the epoxy was needed in order to observe more characteristics. Post removal of epoxy revealed residual bending of the cannula. Collectively, the cracked epoxy, tubing ovality and residual bending of the cannula all suggest a bending/re-straightening mode of failure. As part of our investigation, a review of the complaint database was completed for the indicated lot # 1089772 revealed no other complaints of this nature. A search was completed for all cannula batches that may have gone into the final assembled batch. No issues were reported that would pertain to a broken cannula.